Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 days post implant the right atrial (ra) and right ventricular (rv) lead were repositioned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads had dislodged.